Manufacturer narrative:
Results: the cat6 was ovalized in multiple locations from the hub. Conclusions: evaluation of the returned cat6 revealed that the catheter was ovalized in multiple locations. If the device is forcefully retracted out of its packaging at extreme angles or otherwise mishandled during preparation, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the indigo system aspiration catheter 6 (cat6) was kinked upon removal from the packaging. The damage to the cat6 was found prior to use. Therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.